Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer reports the time clock does not advance. Customer stated no alarms occurred during or after the time that the buttons were not responding. Pump buttons did not begin to work in less than 5 minutes without battery change. Customer is unable to try pump with remote. Customer stated no harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged keypad unresponsive/button error alarm, frozen screen and moisture damage on july 19, 2022. Device received with an unresponsive keypad. Unable to perform displacement test and self test due to unresponsive keypad. No damage noted to keypad assembly and j1 connector on electric board 1 was locked properly during visual inspection. Device failed keypad voltage test with down button measurement of 1.6volt due to a low impedance circuit. Frozen screen was not noted during analysis. Device was cut open to perform visual inspection and found moisture damage on the electric board , force sensor, motor, harness assembly vibrator and keypad flex tail. The following were noted during visual inspection: cracked case behind the device at the battery compartment, end cap address label fading and pillowing keypad overlay. Keypad unresponsive/button error alarm confirmed due to a a low impedance circuit. Frozen screen not observed during analysis. Frozen screen not confirmed. Moisture damage confirmed on electric board , force sensor, motor, harness assembly vibrator and keypad flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.